Event description:
Additional information was received that the episodes of post-paced t wave oversensing were suspected to be due to fusion.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was reprogrammed. However, following the reprogramming, additional episodes of post-paced t wave oversensing were observed on the device. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.